Event description:
It was reported that during the procedure, the staff smelled smoke coming from the unit. The staff did not see any smoke. There were flashing lights noted on the console. The unit was turned off. The customer did not believe there was any pt injury. No other info was provided.

Manufacturer narrative:
The device involved in the reported incident is not expected to be returned for eval. However, an integra service field technician will be conducting the eval of the device on site at the user facility. An investigation has been initiated based upon the reported info.